Manufacturer narrative:
Provide results, any testing performed, and other relevant information. Conclusion(s): en: a complete analysis of the batch history record (DHR) was performed, as well as a review of quality notifications associated with the process. No records directly related to the reported defect were identified. Maintenance record ¿ leak test failure, although not considered the root cause of the problem, was used as a method of detecting the non-conformity, contributing to the characterization of the deviation. To further investigate, a simulation was conducted on the equipment, which faithfully reproduced the behavior observed in the production process. The results confirmed the hypotheses previously raised in the ishikawa diagram, validating the following main causes: wear of the transition guide, resulting in: loss of alignment of the parts, increased friction during movement, instability of the assembly during operation. Degradation of the pins of the leak test device, causing: compromise of the seal, reduced efficiency in anomaly detection, variation in test results. The simulation demonstrated that both conditions are decisive for the occurrence of the failure, reinforcing and corroborating the root cause analysis conducted by the team. The effects observed in the simulation showed a direct correlation with the deviations verified in the real process. Additional evidence: a methylene blue leak test was performed on the part used during the simulation. The test showed the presence of leakage at the critical points associated with: the wear of the transition guide; the degradation of the pins of the leak test device. In addition, the failure point reproduced in the test corresponds to the same location reported by the customer, strengthening the correlation between the deviation observed in the field and the failure mechanisms identified internally. Corrective actions implemented during the investigation, corrective action record (B)(4) ¿ cylinder jamming in the guide, referring to the cylinder positioner on the transfer disc to the leak test disc, with the guide open, was identified. As part of this action: the positioning guide spring was reinstalled; the guide gap was adjusted. The action was completed on october 18, 2025. Scheduled corrective and preventive actions to ensure the definitive elimination of the deviation and prevent recurrence, the following actions were established: replacement and assembly of the pins of the leak test device; installation of the new transition guide, with revised material and tolerances. The completion of these actions is scheduled for february 6, 2026. The evidence is attached in the investigation overview.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su had leakage past the stopper. I am reporting a quality deviation in the following material syringe desc. S/ag 03 ml ll (990174) batch: 5078193 quantity: 415 nfo: (B)(4). Deviation found: batch 5078193 of 3ml syringes has a loose plunger, which compromises the dosage of the medication, as it leaks, as shown in the attached evidence. Has anvisa been notified? If so, what was the notification number? No could you confirm the date of the event? Batch 5078193 of 3ml syringes has a loose plunger, which compromises the dosage of the medication, as shown by the leaking and evidence attached. Additional information received on 03nov2025 email follow up: - could you confirm how many units of the product had the problem/defect? 15 - was there any damage to the patient's health? If so, please explain in detail. No - could you confirm the date on which the problem/defect occurred or was identified? 09/03/2025.